Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold measurements, high impedance measurements and noise oversensing that resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.